Event description:
Initial reporter indicated that while at a surgery for replacement of the pt's generator for end of battery life, it was discovered the pt had high lead impedance. Trouble shooting was performed with a newly implanted generator and the implanted lead. "Tried re-inserting the lead pin three times and performed sys diagnostics, made sure the pin was past the connector block, generator test was fine, tightened the set screw (heard it click a few times). Still got high lead impedance on the sys diagnostic." Device malfunction is suspected against the lead. The surgeon decided not to replace the lead at this time. The vns is currently programmed off. The pt lives in a group home and the plan is to monitor his seizures and if they become worse, they would consider the pt going in for lead revision.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.